Event description:
Clinic notes dated (B)(6) 2014 note that the patient's seizures rise as usual for 3 to 4 months. It was noted that the generator was interrogated and found that the battery is starting to run low. The notes indicate that the patient would be referred for surgery. It was noted that new medications would be considered over time. The patient underwent generator replacement. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
Follow-up with the physician revealed that the increase in seizures is not related to vns therapy and diagnostic results were reported to be within normal limits. Attempts for product return were made but were unsuccessful.